Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined, however, the physician reported the cause of death was related to the ventricular fibrillation and hypotension.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was deep and the patient became hypotensive. The valve was recaptured and the catheter was withdrawn to the descending aorta with no improvement to the blood pressure. Cardiopulmonary resuscitation (CPR) was initiated, however the pressure remained low. Ventricular fibrillation (vf) was noted and two attempts at defibrillation were performed. After thirty minutes of CPR, the patient expired. The cause of death was reported to be related to prolonged hypotension and vf. There was no annular rupture, nor coronary occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.